Manufacturer narrative:
Patient reported that she was hospitalized on (B)(6) 2018. The initial report is not clear on the cause of the hospitalization, however, it is possible that it was related to the vgo device being damaged or knocked loose due to her dog jumping on her. The patient has discarded the vgo device worn at that time of the hospitalization. No further information was provided. Root cause cannot be determined based on the information provided and without information on the cause of the hospitalization. However the dog jumping on her may be a contributing factor.

Event description:
Patient reported that she was hospitalized on (B)(6) 2018. The initial report is not clear on the cause of the hospitalization, however, it is possible that it was related to the vgo device being damaged or knocked loose due to her dog jumping on her. Not enough details were provided to identify or exclude contributory factors to the hospitalization. The patient was discharged on (B)(6) 2018. The patient has discarded the vgo device worn at that time of the hospitalization. No further information was provided.